Manufacturer narrative:
The index procedure date was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was treated by adjustment of the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. Approx 1 month post index procedure, the patient suffered bloody stool. The patient was on dapt at the time of the event. The investigator and safety assessed the event as not related to the device but possibly related to anti-platelet medication. The patient recovered.